Event description:
Neonatal intensive care unit (nicu) removed a chest tube from a baby that appeared to have a defect in it. One of the holes did not appear to be perforated through completely. So instead of there being two functioning bored holes, there was only one. The piece of partially un-perforated plastic appears to be just hanging inside the lumen. Chest tube is a size 8 fr. And the company's manufacturer's name is atrium. One bored hole at distal part of tube was not perforated completely and piece of small pvc catheter was dangling inside catheter lumen. Infant required having chest tube removed and another reinserted but unclear if the need for second chest tube was related to device issue or not.